Event description:
Reporter alleged, discrepant blood glucose values of 175 mg/dl back to back with a result of 82 mg/dl, when testing was performed within 5 mins on the customer's advantage system. Reporter stated, customer was not experiencing any hypoglycemic symptoms during the time of testing. Reporter indicated customer could not provide exact results. The values were approximated to illustrate difference in the readings which occurred 2 weeks ago. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.